Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, when suturing the anterior fascia, the needle broke in two pieces and fell into the cavity of the patient. The doctor needed to first find the needle fragment, which they did and then used a new suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and one needle. One needle was received broken at the tip. Upon microscopic inspection, instrument marks were observed near the break site unfortunately, as no sealed samples were returned, a bend moment test could not be completed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Grasping the needle at the tip can lead to breaks or bends in the needle. The needle should always be grasped in the middle where the diameter of the needle is greatest. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.